Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had sticky buttons had double to get response escape button the main buttons and screen was foggy. The customer¿s blood glucose level was 369 mg/dl at the time of the incident. Customer stated that the knick around battery compartment. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.